Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was noted on the right ventricular lead. Diagnostic imaging was performed but no anomalies were found. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Further information was received indicating the rv lead was capped and replaced on (B)(6) 2019. The patient was stable.